Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on (B)(6)2024. During the procedure, the clip was attempted to be deployed; however, the clip did not deploy normally and was stuck on the catheter. It was also reported that the wire inside the handle was bent. They had to pull the wire out and complete the procedure with a different clip. No further information has been obtained despite good-faith efforts. No patient complications have been reported as a result of this event.